Event description:
Bd 10 g needle was mfg without the plastic needle safety shield. All needles in this lot were then checked and no other defectively packaged needles were found. The integrity of the package the needle was in was intact. There were no rips or holes in the individual needle package. Near miss. Not having the plastic cover places staff at risk for a needle stick. Needle was not used. It was taken out of service when it was noticed to not have the protective shield in the package.